Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a thoracic aortic dissection using two gore&#59412;tag&#59412;thoracic endoprostheses (tg4015/06197549, tg2810/06616510). An entry tear was near the level of the left subclavian artery. It was reported surgical procedure of aortic arch branch and revascularization of other artery were also performed at the same time (details unknown). The patient tolerated the procedure. After the procedure on the same day, a proximal type I endoleak was found. On (B)(6) 2010, graft replacement of ascending and arch aorta was performed to repair the endoleak. The patient tolerated the procedure. On the same day, the patient developed paraplegia, so medical treatment was performed. The physician reported it was unknown whether the paraplegia was related to the devices or procedure. On (B)(6) 2010, follow-up imaging showed the proximal type I endoleak was resolved. The diameter of the aorta was 78 mm. On (B)(6) 2010, six month follow-up examination showed the paraplegia was resolved. The diameter of the aorta was 78 mm. On (B)(6) 2011, two year follow-up imaging showed no issues. The diameter of the aorta was 81 mm. On (B)(6) 2012, three year follow-up imaging was performed. It was unknown whether any endoleaks were present, and no other complications were found. The diameter of the aorta was 81 mm. On (B)(6) 2013, four year follow-up imaging was performed. It was unknown whether any endoleaks were present, and the diameter of the aorta was enlarged to 86 mm. The physician elected to monitor the patient.